Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
On removal of the device from the carton and prior to preparation, it was noted that the stent was loose on the balloon. The device had no patient contact. The stent was noticed to be loose on the balloon a soon as it was taken from the package. There was no hand crimping or manipulation prior to use. No harm to the patient.

Manufacturer narrative:
Analysis: a review of the returned device was conducted, upon opening the returned device it was noticed that the stent was dislodged proximally on the balloon. The stent and underlying folded balloon were blood stained on both ends of the stent. The crimped stent diameter was measured and was 2.1mm. This diameter is indicative of a properly crimped stent. Additionally, it is clear that the stent was properly crimped as when the stent is crimped it leaves impressions of the stent frame on the surface of the balloon. The impressions are very evident. The balloon was in good condition with no signs of damage. The catheter shaft was also in good condition with no signs of damage. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. All 59 samples tested were passed through a 6fr introducer sheath without any stents being loose before or after passage through the sheath. The details provided indicate that the stent slid from the balloon when it was taken out of the box. The manufacturing requirement prior to packaging is to ensure that the stent is firmly crimped to the balloon. This inspection is conducted on 100% of the product produced. If a stent was found to be loose on the balloon, the sample would have been scrapped. A stent that has not been crimped looks drastically different than a stent that has been crimped. Summary: based on the inspection of the returned catheter and the device history records review atrium medical cannot conclude that the stent was loose upon removal from the packaging tray. Other potential causes may also be considered but cannot be verified via a post return examination.